Manufacturer narrative:
The information related to auto mode was not included in initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 487 mg/dl. The customer also stated that, the insulin pump had blank display screen and battery cap was not damaged. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will be returned for analysis.